Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. A partial lead measuring 49.2cm of the distal tip electrode was returned. External insulation abrasion was found at 10.7-11.0cm from the distal tip consistent with lead friction to another device. The etfe coating of the rv conductors was intact at the abrasion site.